Event description:
It was reported the scs leads showed high impedances after being connected to the scs ipg during the permanent procedure. Removing, reconnecting and switching ports did not resolve the issue. It was determined the scs ipg was causing the high impedances after the scs leads were removed and tested through the mts without issue. The scs ipg was replaced with resolved which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.